Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 570:320:844:0000, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. Evaluation summary:the condition of a colleague infusion pump with failure code 570:320:844:0000 was confirmed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).evaluation summary:the condition of a colleague infusion pump with failure code 570:320:844:0000 was discovered and confirmed in the pump's event history by baxter personnel. This condition was caused by depleted main batteries. This pump is a baxter owned device and will not be repaired.